Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level at the time of incident was 350 mg/dl and 412 mg/dl. Customer performed displacement and self test and it passed. Customer was treated with bolus with insulin pump. Customer also reported blood glucose level was over 400 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing or in power graph.(B)(4).